Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue. Error 23062 was cleared after the fse replaced armrest motor cable, armrest motor sensing cable, armrest motor module. However, a message "arm rest height adjustment disabled, please restart the system" appeared on the console viewer screen upon starting up. The fse replaced armrest motor the second time, but the message persisted. It was discovered that the armrest ergo switch had a physically damage causing the armrest to be disabled. The fse replaced ergo switch to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted bladder augmentation surgical procedure and prior to ports placement, ergonomic errors were encountered at power up. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the event logs and found 23062 errors associated with the armrest of console #1. No obstructions were found. The tse guided the customer through powering the system down and cycling the breaker at the rear of console #1; however, the system restarted with the same errors. The tse again attempted to assist the customer in recovering the system without success. The customer was then guided to disable the armrest at console #1. The tse informed the customer that the viewer on console #1 could still be utilized, but that the ergonomics could not be adjusted. The customer acknowledged this and opted to use console #2 instead. The procedure was completing as planned with no reported injury.